Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 26 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 150 mg/dl. Customer stated that the drive support cap was flushed. Customer was treated with the glucagon shots. The customer was assisted with the troubleshooting. The insulin pump and reservoir will not be returned for analysis.